Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 06/26/2015.device evaluation: the device has been returned and evaluated by product analysis on 06/11/2015 with the following findings: the cartridge compartment was cracked. The battery compartment was cracked. The battery cap had damaged threads and a damaged ¿coin slot¿. Unrelated to the initial complaint, the display screen was dim and discolored. Also unrelated, the keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under all the keypad button contacts.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.